Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017 with the following findings: a review of the black box showed the last bolus delivery was a 3.95 unit ezcarb normal on (B)(6) 2017 at 21:54. The last basal delivery was on (B)(6) 2017. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The rewind, load, and prime steps were performed successfully. The pump was found to be delivering within the required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation. The complaint was unable to be duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.